Event description:
It was reported that during device check, an alert for non-sustained rv oversensing was observed. Patient was asymptomatic. All tests performed resulted in normal values. Programming changes were made. Patient was stable after the event.